Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information requested but unavailable: did the jaws of the device eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during the procedure, device got blocked. The surgeon has removed the device by forcing but there was serious wounds of the small bowel. It has been necessary to cut again above and below the damaged part. Use of another device.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5969h. Device evaluation summary: the analysis found that one ec60a device was returned with no apparent damage and with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60b cartridge reload was received fully fired with the cartridge deck damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and b-formed staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with the staples in the jaws can jam the firing mechanism resulting in the device not opening. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: did the jaws of the device eventually open? The jaws did not open. The surgeon had to cut around. Is the current patient status known? The patient is well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.